Event description:
It was reported that the patient had an episode in the (ventricular fibrillation) vf zone which was converted with anti-tachycardia pacing (atp) during charging. After charge end (ce) the shock was delivered. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.